Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the investigation results, the most probable cause of this complaint was determined to be an expected or random component failure, with no evidence of a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the distal end of the cystonephrovideoscope became detached. There was no patient involvement.